Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data was received and analyzed. Analysis of the data indicated the impedance of the left ventricular pacing lead was beyond the expected upper range.

Event description:
It was reported that the left ventricular (lv) lead was exhibiting high impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.